Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: ongoing issue with low o2 alarm. Tried new o2 cell. Spoke with tech support and they advised to replace the o2 mixer assembly. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: ongoing issue with low o2 alarm. Tried new o2 cell. Spoke with tech support and they advised to replace the o2 mixer assembly. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Follow-up 2 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. The unit alarmed with a low oxygen alarm during inspection. No patient involved. Consequently, the event did not cause or contribute to a death or serious injury. A low oxygen alarm itself is not a malfunction but a safety mechanism of the device that activates when monitored values deviate from the set range. There is no information that reasonably suggests the device has malfunctioned, nor that the device or a similar device would be likely to cause or contribute to a death or serious injury if the event were to recur. Therefore, based on this information, the event is assessed as no longer reportable, and the case can be closed with this follow-up report

Event description:
The following was reported to hamilton medical ag: ongoing issue with low o2 alarm. Tried new o2 cell. Spoke with tech support and they advised to replace the o2 mixer assembly. No health consequences or impact